Event description:
It was reported that the subject device was unable to capture images. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since device was not returned and reported failure was not confirmed. The most probable cause of the reportable malfunction is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.